Manufacturer narrative:
The patient's dob, or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Foreign: (B)(6). The angiosculpt device was returned with a stopcock attached to the inflation port. Visual inspection found no unusual characteristics of the device. During functional testing, the device was pressurized at less than 2 atm and a leak was observed. Under microscopic inspection, a longitudinal tear on the balloon was noted. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at, or below the rbp.

Event description:
The angiosculpt device was used to treat a moderately calcified and moderately tortuous lesion. During the second inflation at 12 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.